Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and posterior flail leaflet for a mitraclip procedure. During the procedure, mitraclip xtw was implanted on anterior and posterior leaflet 2 (a2p2). It was decided to place the second mitraclip lateral to the first clip. Mitraclip xt was placed on the flail segment and after few minutes, leaflet perforation was developed in the posterior leaflet. Attempts were made to regrasp at different segment, but it was determined that it was not safe to deploy the clip. Mitraclip xt was removed from the patient. Patient was transferred to banner university for mitral valve replacement. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury was due to patient condition. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.